Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m w/drive pcb. In addition, we confirmed that the remote control button(1) cracked, the ccd driver pcb corroded, the lg cable connector corroded, the operation channel deformed, the distal body worn out, the angle wire hard to move, the insertion flexible tube (ift) bump, the suction channel kink, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.